Event description:
It was reported that the cannula wasn't in the skin after the sensor was inserted. No signal was found on the insulin pump. The sensor will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.